Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a check patient line alarm. The technical service representative (tsr) had the hp inspect the patient line. The hp states that there was a lot of air in the patient line. The tsr assisted the hp to end therapy and advised the use of new disposables. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, and an event log review was not performed. It was discovered that the patient line clamp was closed during initial drain; however, upon opening it the machine continued to alarm. The patient also noticed that there was air in the line, with the source being unknown. The issue was resolved by restarting with new supplies. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.